Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. Upon unpacking, prior to insertion into the body, it was noticed that the handle part of the catheter was discolored with white stains and appeared dirty. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was discarded.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.